Manufacturer narrative:
Pump passed the functional testing's including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. Unit passed the delivering accurative test at 0.08705 inches.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2018. Customer¿s blood glucose value was 363 mg/dl at the time of incident. The current blood glucose value was 132 mg/dl. Customer treated with fluids and insulin injection for high blood glucose. Customer stated that he cannula was bent. The insulin pump will return for the analysis. The reservoir will not return for the analysis.